Event description:
Plum IV pump kept stopping the medication administration and switching to the "new patient" screen. This meant that the medication took longer to deliver than anticipate. IV pump tagged and removed from service. Manufacturer response for pump, infusion, single channel, plum a+ (per site reporter). Spoke with a service tech from ICU medical about their recommendations for the pluma+ pump told me that if the pump was serviced and had a service report passed a pm it would be ok to put back into service he had no other recommendations.